Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the date of explantation was (B)(6) 2019 . The replacement implants were mentor memorygel breast implant 375cc. The patient experienced bilateral capsular contracture. The capsular contractures were diagnosed during a doctor visit. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During evaluation of the device it was observed a crease in anterior expanding to posterior view, additionally a tear within the crease on anterior view was noted, measuring approximately 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture, too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with mentor breast implant on (B)(6) 2019.

Manufacturer narrative:
On 10/15/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).